Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a sling procedure. The patient age was reported to be (B)(6) years.according to the complainant, during the procedure, the placement of the mesh was difficult. It was reported that the delivery device was not passing through the tissue easily and was flexing too much. The mesh was eventually placed but it was determined that it was too close to the urinary bladder wall. The entire device was removed from the patient.the procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".